Event description:
Hcp later reports "dehiscence", 'volume increase on both sides of the left breast', and necrosis.

Manufacturer narrative:
The event of wound dehiscence and necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: wound dehiscence and necrosis.

Event description:
Hcp reported unknown side 'contracture to exclude rupture'. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side 'contracture to exclude rupture' diagnosed via ultrasound. Healthcare professional later reports "dehiscence", "deformity in the lower pole and with volume increase on both sides of the left breast", "pain", and necrosis. Later healthcare professional reported "loss of the usual convexity, suggesting capsular contracture" diagnosed via ultrasound. Healthcare addiiotnally reported capsular contracture grade IV.device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, b3, b5, b6, b7, d4, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown to exclude rupture" diagnosed via ultrasound. Healthcare professional later reported "dehiscence", "deformity in the lower pole and with volume increase on both sides of the left breast", "pain", and necrosis. Healthcare professional additionally reported "loss of the usual convexity, suggesting capsular contracture baker grade unknown" diagnosed via ultrasound. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown to exclude rupture" diagnosed via ultrasound. Healthcare professional later reported "dehiscence", "deformity in the lower pole and with volume increase on both sides of the left breast", "pain", and necrosis. Healthcare professional additionally reported "loss of the usual convexity, suggesting capsular contracture baker grade unknown" diagnosed via ultrasound. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Wound dehiscence: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Necrosis: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.